Manufacturer narrative:
This product is not marketed in the us. One similar complaint type events found within the associated lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The reporter stated " he is complaining of halos/glares and then a refractive surprise." It was later reported that the patient is also experiencing blurred vision, circles in vision and rainbow haloes. Lens remains implanted. The reporter stated " I believe he is going to wait a couple of months and see if he can adapt to the lenses." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information " the patient is noticing an improvement in their symptoms and is holding off on making a decision until winter." Claim # (B)(4).

Manufacturer narrative:
H6: device history record (ohr) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).